Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the customer continued to use the pump for insulin therapy. Additionally, it was reported that an occlusion alarm occurred. Customer performed a supply change to address the occlusion. It was also reported that the insulin gauge was inaccurate. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the pump battery was depleting quickly. Customer declined to further troubleshoot the issue with tandem technical support, therefore no additional information could be obtained. Customer¿s blood glucose level was 190-200 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged battery, power source alert and insulin gauge issues could not be verified; however, a different issue was identified.